Event description:
During a linen change, the uvc line was under the bedding with slight tension. The rn held the line closest to infant with their left hand and used their right hand to remove uvc line from under the new bedding. When the uvc line was lifted from under the bedding, the uvc line snapped cleanly apart. Rn held and clamped line immediately and phoned for assistance. Neonatal nurse practitioner and physician were notified and the line was replaced.